Event description:
It was reported that pump screen was damaged and not responding, and patient declined further troubleshooting with support. There was no reported impact to the customer¿s blood glucose level. Patient contacted sales representative to initiate new order, and no additional information was received regarding any further actions taken.